Event description:
Prior to event pt was using walker to increase independence quite effectively. Event was unwitnessed and therefore staff are unsure of how it occurred. Pt fell, still inside walker and suffered a subdural hematoma with temporary loss of consciousness. Pt admitted to hospital with facial laceration above left eye.